Manufacturer narrative:
(B)(4).

Event description:
The physician was using a mo.ma ultra 5f ID cerebral protection device. Negative prep was performed on device prior to insertion into patient with no abnormalities noted. No difficulty or friction noted when loading the device onto guidewire. No resistance noted between the balloon and other devices during delivery to the lesion. No issues noted during inflation, however, the mo.ma deflated during the procedure and it was reported that the balloon suddenly leaked. The device was removed and the physician used a new device to complete the surgery. No patient complications.

Manufacturer narrative:
Related to operational context - event appears to be related to the operational context, use of device during the procedure. Deformation problem.

Event description:
Device evaluation summary: a stopcock was directly connected to the proximal inflation line, meanwhile the other one and the t-safety valve were still positioned in the tray and seemed not used, because no traces of blood or radio opaque solution were detected. Traces of radio opaque solution were detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons could be performed without problem. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the proximal inflation line. Bubbles stopped after 15 seconds. However, a few bubbles continued to appear after 15 seconds when the distal inflation line was tested, indicating a leakage. Then, both balloons were then tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon).no leakage/pinhole was detected after 30 minutes of inflation for proximal balloon; however a leakage was clearly detected on the distal balloon surface. The balloon was analyzed using a microscope and it was found burst. No other abnormalities detected on the device